Event description:
On (B) (6) 2010, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010 at 6:30 pm, the pt noted the reported meter would not power on. Afterwards, the pt experienced the symptom of sweating. The pt administered self-treatment with food and/or a drink; he did not seek medical attention. Troubleshooting revealed there had been misuse of the product. The meter, test strips and control solution were replaced. The meter had been misused, leading to the power issue. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter power issue, the rec'd treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.